Event description:
A report was received that the patient, who had a recent pocket revision (MFR report #: 3006630150-2013-00785), had difficulty charging. It was known that electrocautery was used during the recent revision. A bsn representative analyzed the ipg database and confirmed premature battery depletion. The patient underwent an ipg replacement procedure and did well postoperatively. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery (physician's implant manual 9055940-001).

Manufacturer narrative:
The explanted ipg was not returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.